Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the pt complained that male pw adhesive is tearing pt's skin. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported per additional information, via phone on 07oct2025 it was reported t/s done and still not working properly, provided phone number for refund/exchange.

Event description:
It was reported the pt complained that male pw adhesive is tearing pt's skin. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported per (B)(6), via phone on 07oct2025 it was reported t/s done and still not working properly, provided 800-754-5919 refund/exchange m-f 9-8 and sat 9-3 est.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.